Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an internal helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had an internal helium leak. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. While conducting the evaluation, the fse found the o-ring on the male quick disconnect fitting to be cut. In order to fix the issue, the fse replaced o-ring. The unit passed all calibration, functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.